Manufacturer narrative:
The anchor and cap was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Other relevant device(s) are: product ID: 9735571, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a soft neuro tissue ablation. It was reported that a bolt for the system was loose. It was reported that the patient was transported to the magnetic resonance imaging (MRI) where it was found that one of two catheters moved. It was noted that the stop point that was marked with a steri-strip was visible. Additionally, when assessing the bolt, it was found that the unit was tightened completely but did not secure the catheter tightly in place. The other catheter that had been placed was noted to be secure. The catheter was re-positioned to continue with the procedure. Placement was verified by the surgeon on the magnetic resonance imaging (MRI). The procedure was completed with the thermal therapy system and no further complications were noted.